Event description:
The customer reports the ars (syringe) was found leaking after a successful puncture.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) and an introducer needle. The ars will be used for this investigation. Visual examination of the ars did not reveal any anomalies or defects. After the ars failed the vacuum leak functional test, the handle was broken to examine the valves inside. No issues were found with the valves. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe. Bubbles were observed on the side of the black plunger, which indicates air was escaping from that location. Therefore, the sample failed the push leak test. The syringe was used to draw and aspirate water. A significant amount of bubbles were examined, and the syringe barrel was not able to be filled all the way. A device history record review was performed and no issues were identified. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars sample failed the vacuum leak test and the push leak test. No issues were found with the bi-lateral valves located in the ars plunger handle; therefore, the black plunger seal is the reason the ars leaked. The probable cause of this issue is manufacturing related. A CAPA was completed in march of 2018 to help mitigate the plunger seal leak issue. The operators were trained on the process, which describes how to identify defective ars parts. The ars and syringe plunger seal were manufactured and inspected in 2017 which is before the CAPA was implemented. Teleflex will continue to monitor and trend for complaints of this issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports the ars (syringe) was found leaking after a successful puncture.